Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Only the coil was returned. The coil was found kinked and stretched. The interlocking arm was found separated and was not returned. The zap tip shape and surface of the coil were microscopically examined and no damage was noted. The interlocking arm of the coil was found separated. Almost all the coil dimensions that could be measured were found to be in specification except for the amount of fibers due to the stretched damage found in the coil. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2017. An interlock¿-35 was received with no reported issues. However, device analysis noted that the interlocking arm of the coil was found separated and not returned. In addition, the number of fiber bundles were out of specification.